Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's mother reported that on (B)(6) 2011, the pt experienced elevated blood glucose of approx 300 mg/dl. Her normal blood glucose range is 80-120 mg/dl. She reviewed the basal rate settings and the values were different than what she programmed. The issue recurred several times during that week, the basal rates changed on their own. She switched to the backup infusion device. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.